Manufacturer narrative:
Intuitive surgical inc., (isi) received the unit involved with this complaint and completed the device evaluation. The reported failure was confirmed. Visual inspection was performed. The reported problem indicated that link 4 was unable to move by hand. The reported problem was replicated by back-driving the insertion axis. The insertion axis would not move due to a loose screw/bearing/bearing mount interfering with the insertion drive. The insertion drive was free to move and the unit was placed in functional testing. This complaint is being reported due to a da vinci surgical system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted hysterectomy procedure, the customer experienced issues with arm 1. The site had issues moving the camera arm forward and then the camera arm froze. The customer had checked for pinched drapes but was unable to find the root cause. The procedure was converted and was completed using traditional laparoscopic techniques. There was no report of patient harm, adverse outcome or injury. The intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. The fse found a bent bracket with a ribbon cable wound up around the lead screw. The fse replaced the endoscopic camera manipulator (ecm) to correct the reported issue. The ecm is the camera arm located on the patient side cart (psc) which provides the sterile interface for the 3d endoscope.